Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device could not be interrogated. The device case was removed to facilitate the inspection of the internal components. An ohm meter was used to measure the battery fuse and it was found to be "open". Further testing confirmed the current drain was normal. Detailed analysis concluded a part within the high power module had suffered electrical overstress damage causing the "open" condition and, ultimately, the inability to communicate with the device in the field. The root cause of the electrical overstress damage could not be determined.

Event description:
.

Manufacturer narrative:
(B)(4). The device is expected to be returned for laboratory analysis. Upon return and completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was being seen for a device check. Attempts to interrogate the device were unsuccessful. The field representative applied a magnet and no tones could be heard. Troubleshooting was performed, but unsuccessful. It was noted that the patient had recent CT scans. Boston scientific technical services (ts) recommended device replacement as the device functionality could not be confirmed. Because the root cause to this issue could not be determined in the field, ts discussed monitoring the patient or have an alternative means for therapy (i.e., lifevest) because the s-ICD therapy status cannot be assured. The device was subsequently explanted and replaced due to issues with device communication and concern for a possible battery depletion anomaly. No additional adverse patient effects were reported.